Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the fill resistance usb cable allegation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer¿s blood glucose level was 98 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.